Manufacturer narrative:
(B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l5/s1 for the treatment of l5 isthmic spondylolisthesis. During surgery, while inserting a rod, the rod did not go through the screw head and the procedure was changed with open surgery. The surgeon tried to insert a rod from caudal first but iliac bone prevented the rod. The surgeon then tried to insert the rod from cranial and the rod went through only the l5 screw head but it could not proceed ahead. The surgeon adjusted the height of the screw and replaced the extender at cranial and caudal but the screw did not go through them. There was a delay of more than 60 mins. No patient complications were reported. Post-op, surgeon commented that the rod might have been interfered with the bone between l5 and s1. No product malfunction/ damage was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.